Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: transstar after longo/zaras. Resection of the front and back "zircumverence". According to the reporter: the clips were placed correctly. Resection in the front area was performed without problems using a competitor's device. After the first application in the back area, the surgeon found an open rectum septum. The surgeon does not attribute the defect to covidien instrumentation, but requests examination of both the endo gia with dlu from covidien and another competitor device. Surgery time was extended for more than 30 minutes. A laparotomy had to be made.